Event description:
At end of procedure (right greater saphenous vein radiofrequency ablation) for right lower extremity venous insufficiency with a hx of venous hemorrhage from reticular veins at the ankle. "Upon removing the catheter from the leg, there was evidence of narrowing of the distal tip of the catheter however, this was completely removed from the patient and did not cause any complications. In other words, "while using the device, the catheter began to unravel upon removal".